Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered an inappropriate shock during a sustained rate duration (srd) event. Technical services (ts) assisted the health care professional (hcp) in accessing and reviewing the srd data. The device was reprogrammed by adjusting the detection zones to help avoid inappropriate therapy. No additional adverse patient effects were reported. This ICD remains in service.